Manufacturer narrative:
Additional information: another onyx stent was then delivered and successfully deployed in the desired area of the lesion with no issues noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx coronary drug eluting stent, stent dislodgement occurred during removal following a failed delivery. The lesion being treated was severely tortuous, moderately calcified with 90% stenosis in the distal to proximal circumflex (cx) artery. The device was inspected prior to use with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. An attempt was made to advance the stent but it would not advance the lesion. During the process of pulling the stent catheter out, the stent sheared off the balloon. The physician noticed the stent coming off, maintained position on the interventional wire and deployed the stent in the circumflex artery. Another stent was then delivered and successfully deployed in the desired area of the lesion. The patient remained stable throughout the whole procedure and no harm came to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: no resistance was noted during withdrawal of the stent and excessive force was not used. The dislodged stent was deployed in the vessel using the stent balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.